Manufacturer narrative:
Initial implantation details unavailable at the time of this report. Device not returned to manufacturer.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.